Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.